Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap became disconnected from the transfer set while the patient slept. The patient was connected to the transfer set at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 04/08/2016 ¿ 04/18/2016 . The actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device included simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.